Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized to high blood glucose on (B)(6) 2017. The customer¿s blood glucose level was 17 mg/dl at time of incident and current blood glucose level was 403 mg/dl. The customer¿s blood glucose level was 302 mg/dl, 404 mg/dl, 448 mg/dl and 473 mg/dl. The customer was treated with food and bolus. The customer was not wearing the pump prior at less than 48 hours at the time of hospitalization. The customer does not alleges pump was over delivering. The customer was advised to monitor pump and blood glucose. The insulin pump will not be returned for analysis.